Event description:
Caller reported a malfunction on the pump, occurring after it was dropped. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Caller was informed to continue using the pump and advised to call back if the malfunction code reappears.